Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an upper gastrointestinal endoscopy using the subject device, the error b40 which indicated the subject device could not communicate with the endoscope was displayed on the monitor. Also, the air/water feeding function, the release function and the ¿exam¿ key on the keyboard could not function. However, the procedure was completed without interruption. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon was not duplicated, and no abnormality was found in the subject device. The exact cause of the reported event could not be conclusively determined, but there was the possibility that the reported phenomenon was attributed to the temporary failure of the electrical circuit board and/or the power supply. If additional information becomes available, this report will be supplemented.